Event description:
The venous needle dislodged from the pt access without an alarm, during a dialysis treatment. The pt was admitted to the intensive care unit and was transfused with four units of red blood cells. No problems were found with the machine.